Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Review of the most recent repair record determined the unit had rpms out of specification on the low end and the calibration was out at the 0,10, and 20 reading. The head, swivel, control bar, thickness control lever, control shaft, reciprocating arm, motor, eccentric shaft, cams, wave washer, planetary shaft, gears, spring seal, and throttle were replaced and resolved the reported issue. It was noted that this unit has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that upon inspection the unit was found in need of repair. No patient harm or delay occurred. Upon completion of the investigation, it was found to have rpms out of specification on the low end. No adverse events were reported as a result of this malfunction.